Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 6mm fenestrated bipolar forceps instrument and completed the device evaluation. The instrument was analyzed and no broken or damaged cables were found. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have a broken main tube approximately 4.04 inches from the distal tip. No material was found missing. Components adjacent to this broken main tube did not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 6mm fenestrated bipolar forceps instrument cable broke. The damage was noted prior to use.

Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.